Manufacturer narrative:
The operating record is report ref# 9617229-2024-01342-02.

Event description:
The event of rupture is no longer reportable for this record. This is a duplicate report and will be unreported.

Event description:
Patient reported left side rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.